Event description:
Ems personnel were attempting to treat a pt in cardiac arrest. Defibrillation electrodes were applied however the device continuously displayed connect electrodes and would not acknowledge the connection. A back up device was obtained and used to continue treatment to the pt. The pt was transported to the hosp. There were no adverse effects to the pt reported as a result of the alleged malfunction.